Event description:
It was reported that during a ptci procedure, the guide wire was placed across the lesion and multiple balloons and stents were successfully used on the guide wire. The tip of the guide wire was positioned at an acute angle during the case and torque was applied to the guide wire to complete the successful stent deployment. After treatment, the guide wire was retracted and the tip of the guide wire was noted to have broken off. A piece of guide wire remains in the patient. No retrieval attempts were made.